Manufacturer narrative:
Attempts were made to determine patient involvement, no customer response.

Event description:
The customer reported the device did not alarm low o2 when the oxygen tank depleted. Patient involvement unknown.